Event description:
Account reports one incident in which during a resuscitation effort by paramedics at a pt's home for a code situation, the paramedic withdrew a pre-filled syringe from an injection site, and the injection site separated with the needle. Resulting in blood flowing out of the port. Set change conducted. Pt did expire enroute to the ER. When writer inquired if the product incident contributed to the pt's outcome, the reporter stated,"I don't know."